Event description:
It was reported to medtronic minimed that the customer reported physical damage. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-242a, mmt-332a. Troubleshooting was performed for short battery life and customer reported low battery alarm . The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. No product return is required for mmt-1880l. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 400 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 400 pounds which is updated in section a4. Pump passed self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.087 inches. However, pump received with high sleep current measurement. No rattling was observed noted during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2025 at 20:14:00.000, (B)(6) 2025 at 23:17:00.000, and (B)(6) 2025 at 22:41:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further full review of the pump history on the event date of [(B)(6) 2025] bolus daily delivery total was [10.2u]. Basal daily delivery total was [16.225u]. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 near the lcd screen. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. No device problem found during full functional testing. Unable to verify customer alleged for high/low bgs. High sleep current was isolated to moisture damage on the pcba1 near lcd screen. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.